Manufacturer narrative:
Patient's date of birth - 1933. The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.

Event description:
It was reported that patient underwent total knee arthroplasty (B)(6) 2011. Subsequently, patient underwent revision procedure (B)(6) 2011 due to fall causing femoral fracture and component loosening. Femoral component was removed and replaced.